Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging irritating cough, headache, vomiting, and dry mouth due to the device. There was no report of serious or permanent patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found dust and dirt contaminations in the device. The device's downloaded event log was reviewed by the manufacturer and found e-93 on the error log. There was no evidence of sound abatement foam degradation. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.